Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
A cc4204a intraocular lens, diopter +24.0 was requested to be returned. Reporter states the lens has a torn haptic and there was no patient contact with the lens. This occurred on (B)(6) 2019. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in a lens vial, with clear surgical residue on the product. Visual inspection found the optic torn and a haptic tear. There was also residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
Date received by manufacturer: corrected to 26 jun 2019 in initial MDR. Claim#: (B)(4).

Manufacturer narrative:
The reporter stated that the haptic was torn when stuck in the loader during prep. (B)(4).

Manufacturer narrative:
Lens work order search corrected to: one similar complaint type event reported for units within the same lot. Result code 213 not applicable in initial MDR. Claim#: (B)(4).